Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the issue was resolved by replacing the fuses for the imaging system. The system then functioned as designed. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the line power light on the navigation system was not illuminated. No additional information was provided. There was no patient present when this issue was identified.